Event description:
A malfunction was reported on the customer's pump. The malfunction did not cause their blood glucose level to exceed 500 mg/dl. Technical support provided information for resetting the pump, but the malfunction recurred, so they decided to replace the pump. The customer will use multiple daily injections as backup therapy and has shown interest in obtaining an out-of-warranty loaner pump.